Event description:
A new enteral ameritus feeding tubing system was put in place in the nicu. The tubing was attached to the syringe securely and attached to connecting tubing and the feeding was started. However, feeding was noted to have leaked out of an apparent hole or crack in the syringe. After investigating, the nurse noticed that there was a leak in the feeding syringe. The nurse felt a rough edge on the rim of the syringe where the (male) pointed infusion hole lies. There may have also been a pin hole or crack in the syringe, but it could not be clearly seen. The male female connection from the syringe to the feeding tubing was secure and not backing out through the connection as if it was blocked. In fact, the feeding tubing was flushed without difficulty. Again, it appeared to be a problem with the actual syringe leaking. As a result, a new syringe and extension set was hung and infused without difficulty. There was no harm to the patient.